Event description:
Upon placing screws during an anterior cervical diskectomy, the final-tightening screwdriver tip broke off into the screws. Surgeon was able to remove the broken tip therefore no patient harm resulted.